Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to erosion. The tubes were eroded. It was noted that the base of the left cylinder was cut to fit into the patient. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: medical device name, common device name, item number, catalogue number, lot number, UDI number correction: medical device problem code: a24 changed to a040503 - material erosion. Clinical sign and symptoms code: e2006 changed to e2403 - others-no clinical signs, symptoms or conditions. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.